Event description:
It was reported that the pump displayed a message requesting a minimum of 50 units of insulin to continue with the load process with multiple cartridges. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.